Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's pain stimulator system was not functioning. It was verified that the pain stim was still inside the patient but not in use, hence inactivated. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's pain stimulator system was not functioning and was not used. It was verified that the pain stim was still inside the patient but not in use, hence inactivated. Nothing was done to it and nothing had changed with it. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that there were no patient symptoms. It was unknown when this event occurred. No further actions or interventions were planned.